Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The patients' blood glucose level was unknown. Customer states none of the buttons are responding correctly. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.